Manufacturer narrative:
Medical device: d284trk device, implanted: (B)(6) 2012.

Event description:
It was reported that there was occasional right atrial (ra) lead p-wave under-sensing during an arrhythmia. In addition, possible atrial fibrillation (af) with rapid ventricular response (rvr) was noted and the af was treated with a fast ventricular tachycardia (vt) shock from the cardiac resynchronization therapy defibrillator (crt-d). The ra lead and crt-d remains in use. No further patient complications have been reported as a result of this event.